Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A materials coordinator reported that an ophthalmic gas dispensing regulator valve would not work or dispense gas during a vitrectomy surgery. An alternate regulator valve was obtained in order to continue and complete the procedure. There was no impact to the patient.

Manufacturer narrative:
Per the contract manufacturer quality assurance investigation, one regulator sample from the reported lot number was received in good condition. A check of the batch production record for reported lot number showed that the product met specifications at the time of release. The returned regulator was put through final test and inspection and although flow was present, the regulator failed for gas flow being below specification. The complaint was confirmed. The root cause of the reported event can be attributed to the nonconforming regulator. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was forwarded to the manufacturer but, it has not been confirmed to have been received for evaluation. No additional product or manufacturer evaluation information has been received. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending with further action taken, as appropriate. (B)(4).